Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that abutment screw fractured. Placed on (B)(6) 2003 and removed on (B)(6) 2017.

Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the middle of the threaded region. The drive feature is worn but functional. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).